Event description:
It was reported that a spectrum infusion pump does not restart after a downstream occlusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'does not restart after a ds occ' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the auto restart after ds occlusion was set to off. The auto restart after ds occlusion will be set to on to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.